Manufacturer narrative:
Concomitant products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0j5db, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0fj8r, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect the day prior to the report following some type of environmental exposure at the dentist. One of the patient¿s legs started shaking ¿like crazy,¿ so the patient asked the dentist to stop using the tool. The patient checked his implantable neurostimulator (ins) when he got home and the stimulation was on. Later that same evening one of the patient¿s ¿sides was more active than it normally was,¿ but he was doing better at the time of the report.

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.